Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient suffered an embolic stroke. A thrombectomy was performed and the pump was subsequently explanted in response to the condition. The patient survived the operation.

Manufacturer narrative:
The investigation of stroke/cva has been completed. The returned product was visually inspected and no abnormalities were found. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.